Manufacturer narrative:
On 3rd november 2025, we received one used sample. After decontamination, we observed that balloon was burst without missing part. This product was made by our subcontractor which was informed about this issue. Balloon bursting issue is known but according to the available information we cannot conclude on a specific root cause. Quality database was checked and revealed a corrective and preventive action. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing. A rmf evaluation was performed based on (B)(4), risk identified (B)(4) (hazardous situation: balloon cannot stay inflated or burst). The evaluation has shown that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information while in use by a home care patient, the balloon deflated and spontaneously dislodged.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information while in use by a home care patient, the balloon deflated and spontaneously dislodged.